Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It is reported that either on the (B)(6) or (B)(6) of (B)(6) 2023 the device had shutdown on a patient. The user swapped the ventilator out. There were no patient health consequences reported.

Event description:
It is reported that either on the 12th or 13th of august 2023 the device had shutdown on a patient. The user swapped the ventilator out. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for the investigation. The dräger service tested the device without any deviation. Based on the log file review the reported ¿device shutdown¿ could not be confirmed. According to the log file, the device generated alarm messages such as ¿disconnection?¿, "leakage" and "vt high" around the reported event on the 12th of august 2023. Additionally, the anti-air shower function was enabled by the user. When the patient is disconnected this function reduces the flow and displays flat lined waveforms until a reconnection is detected. The log file contains no indication of a technical device malfunction. Based on the analysis it is likely that the user misinterpreted a disconnection and the corresponding device behavior as a malfunction. The device reacted as specified to the disconnection by posting the corresponding alarm. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as there was no device malfunction.